Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked select button keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip and serial number label fading. No cracks on the back of the pump case noted. Cosmetic damage at back side (crack) was not confirmed, however, other cosmetic damage was noted. Missing retainer ring confirmed. Reservoir unable to lock into place confirmed due to missing retainer ring. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed experienced cracked pump. The event involved products mmt-1886l. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1886l was returned for analysis.